Event description:
Customer reportedly received the following results on the nano meter within 10 minutes: 60 mg/dl and 180 mg/dl. No adverse event reported. Alleged device cannot be returned; replacement was sent.